Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the hawkone m, there was a 30-minute delay in surgery due to product malfunction. The procedure was conducted on the left proximal common iliac artery, which exhibited severe tortuosity and severe calcification. During the procedure, the nosecone component detached within the sheath. The sheath used was a 6fr non-medtronic sheath, and the guidewire was a 0.014 non-medtronic device. The vessel was pre-dilated and post-dilated. Minimal resistance was encountered when advancing the device, but no excessive force was used. The instructions for use were followed without issue. The detached component was removed within the sheath, and the device was safely removed from the patient. The procedure was completed using a new sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned along with a 6fr sheath, a visual inspection found that the tip is detached distal to the anchor pockets, the detached tip was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.